Manufacturer narrative:
At the request of the customer, a ccd camera was ordered and installed by a ge service rep. Service rep installed the camera as requested by customer performed functional checks. The system was found to be working as intended and placed back into service.

Event description:
It was reported that there was no image on the left monitor of the 9800 system. Customer reported problem with camera. Requested repair of camera. No patient injury reported.